Event description:
A (B)(6) female pt contacted zoll customer support for an unrelated issue. During servicing, contamination was found on the battery board inside the charger/modem. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. Contamination was found on the battery board inside the charger/modem. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unk contaminant. No adverse event resulted from the contaminated charger/modem. The pt received a replacement charger/modem.